Event description:
It was reported that this child stopped hearing suddenly on 7/12/2006. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device in 2006 and reimplanted a new one the same day.